Event description:
Case was set up to claris system per routine. Case was progressing well and pacing was done throughout the procedure. Towards the end of the case, the pacing stimulator performed erratically. When attempting to pace , we were unable to do so. Then unexpectedly, when we were not pacing, the system starting pacing from the computer spontaneously. Biomedical engineer was called and arrived in room and was unable to complete diagnostics until after the procedure.